Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the half height drawers were not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which located 2 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 was missed in es and hardware test application. A field service engineer reseated all cables and removed all cubie pockets and cleaned them to resolve the issue. The system functioned as intended after the field service engineer repaired the device.